Event description:
Radiance is used as a data exchange and processing interface between a blood gas analyzer and the hospital or laboratory information system (hlis). If the fraction of inspired oxygen (fio2) is edited (either in manual sample processing mode) or on an existing result, the changes not reflected in radiance instrument management engine (rime) and consequently the result is transmitted to hlis with the old and now wrong value. This may result in incorrect blood gas measurements being transmitted to hlis.

Manufacturer narrative:
This software defect is corrected with a software upgrade. See our correction and removal report 3002807968-7/13/2006-003-c. Add'l catlog # 914-426.